Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Per the recipient's family, all is well with the recipient. The recipient's inflammation and pain have resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin inflammation at the implant site due to a possible reaction. The recipient presented with pain. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.